Event description:
It was reported by the customer that edta microtainer were clotting, resulting in the need for redraws. No clotting issues have occurred with the replacement lot. There were 7 patient rejected samples in a two hour period. Because they are microtainers there¿s very little blood collected. They were analyzed on the instrument and then a slide is made from the remaining blood. Usually clotting is discovered on the slide when a differential is looked at by a scientist.